Event description:
It was reported the customer's insulin pump was rattling instead of vibrating when it was set on vibrate mode. The customer's blood glucose was 99 mg/dl. The customer also stated there was no visible damage to the insulin pump. Troubleshooting found the customer's insulin pump passed all functional testing. The customer also stated the insulin pump did not rattle during the rewind process. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with the vibrator motor rattling during the self test due to adhesive bond not adhering on vibrator motor. However, the device functioned properly during the rewind, basic occlusion, occlusion, prime, no delivery and displacement tests. Cracks to the reservoir tube lip, belt clip slot and scratched display window also noted.